Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. With a blood glucose reading of 400 mg/dl and ketones. The customer also had a gastrointestinal infection that caused his blood glucose levels to drop to 40 mg/dl. Nothing further was reported.